Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported doctor's visit for the pt's site irritation. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she wore the pod for the full three days and that a half a day after she removed the pod, she noticed redness and a knot under her skin at the infusion site. There was no open sore or infection. She went to her doctor and was prescribed bactrim. The customer reported getting itchy blisters on a knuckle on her left hand as well as on her left foot, and her doctor believed that this is related to the irritation on her abdomen from the pod. The customer reported that the doctor took a biopsy, but the results are not yet available. The customer also reported that her blood glucose reached 301 mg/dl while wearing the pod.